Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow buttons have been intermittently unresponsive for past 1-2 weeks. Buttons must be pressed multiple times to get response at times. When buttons are not responding, it feels like they stick. The reporter states there has been no unusual activity with pump. The pump is not exposed to moisture and is worn under a garment and a protective lens film is used. The keypad and pump are allegedly intact. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2010 . Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. All keypad buttons were responsive on testing. The keypad cover was removed for investigation and revealed contamination under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.